Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 3.5mmx33mm, concentric, de novo target lesion with a bend between 45 and 90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. After a ebu 3 non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2x12 maverick balloon catheter resulting to 40% residual stenosis. A 38x3.50mm promus elite stent was advanced but did not track the bend and resistance was encountered. Another pre-dilatation was performed with the same balloon and a non-bsc support wire was advanced. However, the device still failed to cross the lesion and the stent was noticed to be damaged upon removal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.